Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose level of 378 mg/dl. In addition, the customer experienced nausea. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy.